Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had essure confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced menorrhagia ("prolonged heavy periods/ abnormal bleeding (menorrhagia)/ blood clots during menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("vaginal infection") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), weight increased ("weight gain"), abdominal distension ("bloating"), allergy to metals ("nickel allergy") with rash erythematous, alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headaches"), migraine ("migraines"), mood swings ("extreme mood swings") and nausea ("nausea"). The patient was treated with surgery (to remove the essure, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on 31-mar-2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, weight increased, abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure indication female sterilization and removal date was added. Essure start date updated from (B)(6) 2006 to (B)(6) 2006. Vents abnormal bleeding (menorrhagia)/ blood clots during menstrual cycles were clubbed with previously reported events. Events abdominal distension, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, mood swings, nausea, rash erythematous, vaginal discharge, vaginal haemorrhage, vaginal infection were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had essure confirmation test". The patient's concurrent conditions included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine leiomyoma, heavy periods and nabothian cyst. In 2006, the patient experienced weight increased ("weight gain") and allergy to metals ("nickel allergy") with rash erythematous. On (B)(6)2006, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged heavy periods/ abnormal bleeding (menorrhagia)/ blood clots during menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal infection ("vaginal infection") with vaginal discharge. In 2010, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("extreme mood swings"), rash macular ("red blotchy"), rash pruritic ("itchy rash"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and fibroma ("fibroid tumors"). The patient was treated with surgery (to remove the essure, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6)2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, weight increased, abdominal distension, allergy to metals, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, nausea, vaginal infection, rash macular, rash pruritic and fibroma outcome was unknown, the alopecia was resolving and the dysmenorrhoea, headache, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibroma, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, rash pruritic, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Most recent follow-up information incorporated above includes: on 16-oct-2018: pfs received. Reporter information was added. Concomitant condition was added. Patient's demographics was added. Added event red blotchy, itchy rash, vaginal pain, abdominal pain, fibroid tumors. Updated onset date. Updated outcome of events(vaginal pain, headache, cramping, abdominal pain, hair loss). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 587521) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had essure confirmation test". Medical conditions: patient's current weight 210 lbs. Concurrent conditions included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine leiomyoma, heavy periods and nabothian cyst. In 2006, the patient was found to have weight increased ("weight gain") and experienced allergy to metals ("nickel allergy") with rash erythematous. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged heavy periods/ abnormal bleeding (menorrhagia)/ blood clots during menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal infection ("vaginal infection") with vaginal discharge. In 2010, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("extreme mood swings"), rash macular ("red blotchy"), rash pruritic ("itchy rash"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (to remove the essure, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, weight increased, abdominal distension, allergy to metals, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, nausea, vaginal infection, rash macular, rash pruritic and fibroma outcome was unknown, the alopecia was resolving and the dysmenorrhoea, headache, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibroma, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, rash pruritic, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: insertion details, specify- side deployment was accomplished without difficulty as well. Two coils were visible outside the fallopian tube ostium . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Most recent follow-up information incorporated above includes: on 26-jun-2019: new mr received- lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in an adult female patient who had essure (ess205) (batch no. 587521-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not had essure confirmation test". Medical conditions: patient's current weight 210 lbs. Concurrent conditions included obesity, uterine leiomyoma, dysfunctional uterine bleeding, uterine leiomyoma, heavy periods and nabothian cyst. In 2006, the patient was found to have weight increased ("weight gain") and experienced allergy to metals ("nickel allergy") with rash erythematous. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged heavy periods/ abnormal bleeding (menorrhagia)/ blood clots during menstrual cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal infection ("vaginal infection") with vaginal discharge. In 2010, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced headache ("headaches") and nausea ("nausea"). In 2013, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), abdominal distension ("bloating"), migraine ("migraines"), mood swings ("extreme mood swings"), rash macular ("red blotchy"), rash pruritic ("itchy rash"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have fibroma ("fibroid tumors"). The patient was treated with surgery (to remove the essure, supracervical hysterectomy (uterus only)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, weight increased, abdominal distension, allergy to metals, dyspareunia, fatigue, female sexual dysfunction, migraine, mood swings, nausea, vaginal infection, rash macular, rash pruritic and fibroma outcome was unknown, the alopecia was resolving and the dysmenorrhoea, headache, vulvovaginal pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibroma, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash macular, rash pruritic, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: insertion details, specify- side deployment was accomplished without difficulty as well. Two coils were visible outside the fallopian tube ostium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Lot number reported 587521 is invalid. Most recent follow-up information incorporated above includes: on 3-jul-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), menorrhagia ("prolonged heavy periods"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, menorrhagia, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, menorrhagia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.